Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump had a corroded motor home switch. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the excessive no delivery alarm due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had display anomaly. The customer's mother reported that the display was blank. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after troubleshooting. The customer's mother mentioned that they received unexpected restart alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.